Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that orise gel was used as a lifting agent on an unknown date. A subsequent MRI falsely reported a t3 tumor. There are no details on any additional intervention taken. It was reported that the patient went to (B)(6) due to the MRI finding, potentially for a second opinion. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.